Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had passed away in (B)(6) 2017. About a month prior to the passing, the patient had fallen when someone was transferring her from her rocker to her wheelchair. It was unknown whether this incident was related to the patient's death. Nevro had attempted to obtain a medical assessment regarding the patient's death, but no additional information was available.